Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in-clinic for a scheduled follow-up. Upon interrogation, multiple episodes of non-sustained rv oversensing due to ventricular loss of capture were observed. In-clinic check showed a significant rise in capture threshold. The patient was stable throughout the device interrogation. Due to patient's age and history, physician elected to take the least invasive approach. The physician chose to reprogram the device prior to revising the lead. The patient will continue to be monitored both remotely and with routine follow-up. The patient was not dependent and asymptomatic.